Manufacturer narrative:
Date of event is estimated. Device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient experienced an infection at both the ipg and lead sites. Surgical intervention took place wherein the system was explanted to address the issue. Patient was treated with IV antibiotics.